Event description:
Further information was received indicating the event was resolved with rate control medication. The device was not reprogrammed. The patient was stable.

Event description:
During a clinic follow-up, it was observed that the device inappropriately delivered antitachycardia pacing for episodes of fast conducted atrial fibrillation. Abbott technical support recommended reprogramming the device to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.